Event description:
It was reported that in 2011, the patient had intermittent loss of stimulation, which was resolved by replacement of the left lead. When this occurred they never caught it in impedances until after a couple weeks when they went in to check therapy impedances and found an open circuit. No falls or trauma were associated with the event.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2011 (B)(6); product type extension product ID 3387-40, lot# j0519169v, implanted: 2005 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3387-40, lot# j0511466v, implanted: 2005 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID 3387-40, lot# j0519169v, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that the patient's entire system on the left side had failed in (B)(6) 2011 and had had to be replaced. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.